Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no additional patient information available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the patient. No additional information was available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that part of the last paragraph of the complaint conclusion was omitted previously. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to a dialysis shunt the balloon was reported to have ruptured at 16 atmospheres. The vessel was described as moderately calcified and tortuous with a 90% stenosis. There was no reported patient injury. The product was returned for inspection. A one non sterile slalom thrill 4x4 40 cm 3.7f was received coiled inside a plastic bag. The balloon appears to be inflated and deflated and presents blood residual. One pinhole was detected in the balloon at approximate 2.5 cm from distal tip. Also, one burst was detected in the body shaft at approximate 15.3 cm from distal tip. No other anomalies were observed in the returned device. Sem analysis results showed that the balloon external surface exhibited evidence of abrasions near the tear-edge. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. Results showed that the shaft presents a tear but no internal or external damages were found. The exact cause of the failure mode could not be conclusively determined. No functional analysis could be performed, since the condition on the body shaft didn't allow it. A review of the manufacturing documentation associated with this lot was performed. One pths was noted for this lot: (B)(4). All activities regarding the reported excursion were addressed under mentioned pths number. Investigation was performed and affected lot was released. This excursion bares no relation to the complaint reported. The following controls are in the slalom line in order to inspect for balloon damage: proximal seal station (B)(4): after completion of this process it is perform a 100% inspection for balloon damage. Leak test station (B)(4): this station consist in test 100% the catheters for leak including the balloon. Csr station (B)(4): a continuous sampling release is performed taken a sample, and it is included the balloon damage defect. The balloon burst at/below rbp failure reported by the customer was confirmed; however, the exact cause of the balloon burst could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the reported balloon burst. However, the exact cause of the catheter shaft tear could not be conclusively determined.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to a dialysis shunt the balloon was reported to have ruptured at 16 atmospheres. The vessel was described as moderately calcified and tortuous with a 90% stenosis. There was no reported patient injury. The product was returned for inspection. A one non sterile slalom thrill 4x4 40 cm 3.7f was received coiled inside a plastic bag. The balloon appears to be inflated and deflated and presents blood residual. One pinhole was detected in the balloon at approximate 2.5 cm from distal tip. Also, one burst was detected in the body shaft at approximate 15.3 cm from distal tip. No other anomalies were observed in the returned device. Sem analysis results showed that the balloon external surface exhibited evidence of abrasions near the tear-edge. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. Results showed that the shaft presents a tear but no internal or external damages were found. The exact cause of the failure mode could not be conclusively determined. No functional analysis could be performed, since the condition on the body shaft didn't allow it. A review of the manufacturing documentation associated with this lot was performed. One pths was noted for this lot: (B)(4). All activities regarding the reported excursion were addressed under mentioned pths number. Investigation was performed and affected lot was released. This excursion bares no relation to the complaint reported. The following controls are in the slalom line in order to inspect for balloon damage: proximal seal station (B)(4): after completion of this process it is perform a 100% inspection for balloon damage. Leak test station (B)(4): this station is consistent in testing 100% the catheters for leak including the balloon. Csr station (B)(4): a continuous sampling release is performed taken a sample, and it is included the balloon damage defect. The balloon burst at/below rbp failure reported by the customer was confirmed; however, the exact cause of the balloon burst could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of a dialysis shunt, the physician delivered a 40 cm. 3.7 fr. Slalom thrill 4 x 4 balloon catheter to the target lesion but the balloon ruptured at 16 atm. During the initial inflation. The physician removed the catheter successfully and used another product to complete the procedure successfully. The patient is in stable condition. There was no reported patient injury. The left radial target lesion was reported to be: moderately calcified and tortuous, and a 90% stenosis. A b braun inflation device was used for the procedure. Access for the procedure was from the left radial vein. Addendum: inspection of the returned product indicated that one burst was detected in the body shaft at approximate 15.3 cm from distal tip.